Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation: other, uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysuria, urinary tract infection, uterine bleeding, iron deficiency anemia, perineal pain and dysfunctional uterine bleeding. On (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), pelvic pain ("pelvic pain"), menorrhagia ("bleeding:menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), metrorrhagia ("bleeding:metorhagia (bleeding b/w periods)"), hypersensitivity ("allergy: hypersensitivity"), urinary tract disorder ("bladder/urinary problems: urinary problems,"), bladder disorder ("bladder/urinary problems: bladder problems") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy. (Full),salpingectomy (bilateral)). Essure was removed on (B)(6)2018. At the time of the report, the uterine perforation, hypersensitivity and vaginal haemorrhage outcome was unknown and the dysmenorrhoea, pelvic pain, menorrhagia, metrorrhagia, urinary tract disorder, bladder disorder and abdominal pain had resolved. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, hypersensitivity, menorrhagia, metrorrhagia, pelvic pain, urinary tract disorder, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pelvic pain, abdominal pain, bleeding ,menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods), migration, perforation and bladder/urinary problems: urinary problems, bladder problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6)2013: bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6)2020: pfs and mr received : event "abnormal bleeding (vaginal)", reporter, medical history added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation: other, uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysuria, urinary tract infection, uterine bleeding, iron deficiency anemia, perineal pain, dysfunctional uterine bleeding, stress incontinence, female and menometrorrhagia. On (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), pelvic pain ("pelvic pain"), heavy menstrual bleeding ("bleeding:menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), intermenstrual bleeding ("bleeding:metorhagia (bleeding b/w periods)"), hypersensitivity ("allergy: hypersensitivity"), urinary tract disorder ("bladder/urinary problems: urinary problems,"), bladder disorder ("bladder/urinary problems: bladder problems") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy. (Full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation and hypersensitivity outcome was unknown and the dysmenorrhoea, pelvic pain, heavy menstrual bleeding, intermenstrual bleeding, urinary tract disorder, bladder disorder, abdominal pain and vaginal haemorrhage had resolved. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, heavy menstrual bleeding, hypersensitivity, intermenstrual bleeding, pelvic pain, urinary tract disorder, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pelvic pain, abdominal pain, bleeding ,menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods), migration, perforation and bladder/urinary problems: urinary problems, bladder problems. Discrepancy noted: date(s) of insertion: (B)(6) 2013 right: 3 coils, left: 6 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-jun-2021: mr received. Reporter information, patient middle name, medical history, rcc added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation: other, uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysuria, urinary tract infection, uterine bleeding, iron deficiency anemia, perineal pain and dysfunctional uterine bleeding. On (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), pelvic pain ("pelvic pain"), menorrhagia ("bleeding:menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), metrorrhagia ("bleeding:metorhagia (bleeding b/w periods)"), hypersensitivity ("allergy: hypersensitivity"), urinary tract disorder ("bladder/urinary problems: urinary problems,"), bladder disorder ("bladder/urinary problems: bladder problems") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy. (Full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation and hypersensitivity outcome was unknown and the dysmenorrhoea, pelvic pain, menorrhagia, metrorrhagia, urinary tract disorder, bladder disorder, abdominal pain and vaginal haemorrhage had resolved. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, hypersensitivity, menorrhagia, metrorrhagia, pelvic pain, urinary tract disorder, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pelvic pain, abdominal pain, bleeding ,menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods), migration, perforation and bladder/urinary problems: urinary problems, bladder problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation: other, uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("bleeding: metorhagia (bleeding b/w periods)"), hypersensitivity ("allergy: hypersensitivity"), urinary tract disorder ("bladder/urinary problems: urinary problems,"), bladder disorder ("bladder/urinary problems: bladder problems") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy. (Full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation and hypersensitivity outcome was unknown and the dysmenorrhoea, pelvic pain, menorrhagia, metrorrhagia, urinary tract disorder, bladder disorder and abdominal pain had resolved. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, hypersensitivity, menorrhagia, metrorrhagia, pelvic pain, urinary tract disorder and uterine perforation to be related to essure. The reporter commented: received treatment for pelvic pain, abdominal pain, bleeding ,menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods), migration, perforation and bladder/urinary problems: urinary problems, bladder problems. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: bilateral occlusion. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Previously reported event "injury" is replaced with "pelvic pain", new events- "uterine perforation, dysmennorhea (cramping), abdominal pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), hypersensitivity, urinary problems, bladder problems", lab data, reporters added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.